Manufacturer narrative:
Correction for follow-up number 1: section g4 - date received by manufacturer should have been sep 15, 2020 rather than aug 20, 2020.

Manufacturer narrative:
Analysis found the suture sleeve cut, consistent with procedural damage. The outer insulation and inner insulation were found breached exposing the coils on the suture sleeve tie impression at proximal region of the lead, consistent with damage caused by overtightened suture. The cause of the reported no capture threshold, no sensing, low lead impedance, cut suture sleeve and insulation breach was due to procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during a discharge check from a new implant, no capture threshold, no sensing, and a low impedance were observed. The patient was brought back to cath lab for lead revision. Upon revision, the suture sleeves found to be cut clean through with the 0-ethibond suture, and the right atrial lead showed a clear insulation breach. The lead was replaced. There were no adverse health consequences; the patient was stable.